Event description:
The pt called lifescan and alleged the one touch basic enhanced meter displayed not ok when the meter was powered on. The pt interpreted this as low blood glucose. Symptoms of shortness of breath and feeling like going into a coma were reported. Emergency services were contacted at some point and pt was taken to the hosp. A reading of 300 mg/dl was obtained on an unknown meter/lab. There is no info given on readings, treatment, diagnosis or hospital stay, however at some time glucose was taken, possibly after not ok message. The medical affairs specialist unsuccessfully attempted to contact the pt to clarify the info. There is indication that the product malfunctioned (not ok), however info is unclear regarding the time frames and the treatment. Nevertheless, the pt did have a reading of 300 mg/dl with symptoms. The case is reported as an adverse event due to use error (misinterpretation of the error message.) The meter and test strips were replaced and return is expected.